Event description:
It was reported that the customer was hospitalized for dka and mi. It was indicated that bgs were rising and the customer was getting dehydrated. The customer changed the set before and after their admission. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call to perform the high-pressure test when the clamp arrives.